Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging "time is incorrect, when looking back in the memory it records the wrong time". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.